Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 246 mg/dl. The customer reported that the display was frozen. It was reported that the no response from any button. Customer reported that the time clock does not advance. The customer reported that the reservoir not detected alarm and unable to successfully clear the alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.